Manufacturer narrative:
Investigation summary: "material #: 367955 lot/batch #: 1293966. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing gel was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes was received without gel. The following information was provided by the initial reporter. The customer stated: ¿sst tubes received without gel."